Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (connector latch does not secure with monitor) has been confirmed. Upon investigation the trunk cable connector was cracked and damaged and the electrode belt was unable to engage and stay secure with the monitor. The root cause for the damaged connector could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt connector latch does not secure with monitor.